Event description:
A product liability claim was raised. It was reported that the patient was implanted with a durum acetabular component on the left side on (B)(6) 2006. Currently, the patient is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on extensive investigation of events reported from several user facilities outside of the united states, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a restraining program for users outside of the united states was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durum cup reported in this case is not marketed in the united states. A similar cup, compatible with the metasul ldh femoral head, is cleared in the united states and a corrective action for this product was reported to the FDA in july 2008 as correction (B)(4). Should add'l info become available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4)